Manufacturer narrative:
Additional information was received that the physician wanted the patient to have hip injection first. There will be no further course of action at this time.

Event description:
A report was received that the patient's device was affecting the nerves in or around the bladder. The patient had so much pain in spine and hip from the ipg as well as the nerves in the right leg. The physician did not confirm the cause of the event. The physician was planning on doing sacroiliac (si) joint fusion and recommended the patient on lead replacement procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50, serial/lot#: linear st lead, 50cm description: 3043622. Model#: sc-1132 serial/lot#: precision spectra implantable pulse generator description: 138044.

Event description:
A report was received that the patient's device was affecting the nerves in or around the bladder. The patient had so much pain in spine and hip from the ipg as well as the nerves in the right leg. The physician did not confirm the cause of the event. The physician was planning on doing sacroiliac (si) joint fusion and recommended the patient on lead replacement procedure.